Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers had failed and required maintenance. A field service engineer advised the customer to perform a hard reset and verified with the customer that the issue had been resolved. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failing, and received a message requires maintenance. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.